Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels ranging from 380 mg/dl to 509 mg/dl. The customer stated they experienced a stomach ache, thirst and a warm feeling throughout their body. The customer stated they treated their high blood glucose level by eating eggs, a cracker and by taking a syringe of 5 units. Customer reported that the high blood glucose levels began on (B)(6)2017. The customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The customer declined to check for possible site/insulin issues. The customer declined to troubleshoot for high blood glucose. The product will not be replaced. The product will not be returned for analysis.